Manufacturer narrative:
Additional information: plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage; however the display could not turn on. The failure was traced to bad a inverter board. Replaced the bad inverter board with the new board. There were signs of thermal damage to the transformer of the inverter board. There were no other discrepancies encountered in the internal inspection of the cycler. Physical testing passed.

Event description:
A patient's peritoneal dialysis nurse called from facility stating she was training the patient on the cycler. Nurse stated that they have a dummy tummy connected to the cycler. She reported that it was in the last drain and the screen went blank. They did have the screen blanking option on so they touched on the screen but it did not come on. She said they tried several times. Stated that she then began to smell a burning smell coming from the cycler. She said that she turned the cycler off and back on but it did not power up. She said the burning smell was getting very strong. She said she turned the cycler off and disconnected the dummy tummy and called technical support. The cycler was replaced.. Patient has not physically started on the cycler yet. No adverse event reported. During evaluation the display inverter board was found to have thermal damage.